Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the tsb35 instrument did not fire. A new tsb35 was used to complete the case. There was no consequence to the pt.